Manufacturer narrative:
Internal components were evaluated which revealed the presence of foreign debris contamination in the bearings.

Event description:
It was reported that the device overheated during testing at the MFR when it was returned for service. There was no pt involvement and no adverse consequences alleged with this event.